Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during cleaning and sterilization, the tactile awl was found to have a deformed and bent tip. There was no patient involvement.

Manufacturer narrative:
H3: analysis was performed for product 9734435, lot number: 230117. It was reported that the returned tactile awl had a bent tip. With a tracker attached, the tactile was not able to verify due to the bent tip. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.